Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for cannula through shield on lot # 0248506. A review of the device history record was completed for batch # 0248506 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause is traced to the user. The cannula was bent after the user handled the syringe. The cannula pierced through the cannula shield due to the user attempting to reattach the cannula shield after use. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced the needle piercing the shield after re-capping. The following information was provided by the initial reporter: it seems that the needle was already bent before removing the shield. When recapping, the hcp confirmed that the needle was piercing through the shield. No injury was reported.